Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to charge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. Review of the device data identified multiple "pads off" and "pads lead fault" prompts during use. The ECG trace and pads impedance waveform were unstable or absent throughout the event, indicating an intermittent or compromised connection between the patient and the device through the pads and multifunction cable. The data suggests the pads remained attached to the patient; however, impedance values were elevated and inconsistent, resulting in poor coupling and interrupted signal acquisition. The device charged while in a lead fault state. No evidence of malfunction was identified. The device was recertified and returned to the customer. The electrodes instructions for use (IFU) includes instructions for proper skin preparation and pad placement, and warns that excessive hair, poor adherence, air under the electrodes, or damaged/folded packaging may contribute to poor coupling and arcing. Analysis of reports of this type has not identified an increase in trend.